Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported the implantable pacing lead demonstrated intermittent high thresholds and intermittent loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.